Event description:
It has been reported to philips that it has been reported to philips that ¿smoke development and odor in the technical room, which caused the fire brigade and fire alarm. No smoke was in examination room. An acute vessel patient was on table; however, no x-ray was needed. The doctors and nurses did complete the operation as normal. There was no reported patient or user harm.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in philips complaint number (B)(4), MFR report number 3003768277-2023-00061. This complaint will be closed as duplicate.